Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had been experiencing large differences between sensor and blood glucose levels. Blood glucose level at the time of the incident was 437 mg/dl, which was treated with the insulin pump. During a follow up call, the customer had a blood glucose level of 462 mg/dl. Troubleshooting was not completed and the insulin pump was not replaced or returned for analysis.